Event description:
The field service engineer reported that the system lost fluoroscopic functionality during testing. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The igbt pcb assembly and gib battery were evaluated and replaced. The system was tested and found to be working as intended and returned to service.